Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator was not at end of service. Further follow-up revealed that revision surgery was performed. During the revision surgery, the lead was disconnected from the generator and reconnected twice. Device diagnostic testing after each reconnection yield high lead impedance results. The generator alone was tested with a test resistor and the results were within normal limits. Lead break is suspected. Both the lead and generator were replaced. Intraoperative testing of the replacement vns therapy system was within normal limits. The pt has reportedly had good seizure control with the vns therapy and no adverse event was reported in conjunction with the high lead impedance condition.